Manufacturer narrative:
As no lot number was provided a DHR review could not be completed. Four attempts were made on 27 april 2023, 08 may 2023, 30 may 2023 and 22 june 2023 to set-up a meeting with reporting surgeon to further discuss complaint and gather further information. The surgeon stated on 10 july 2023 that there was no need for a call; stating he is happy to continue to use I-factor and had "very good success with its second use in a nonunion 1st mtpj fusion, following some technique tweaks". No further information is available currently. Based on the information gathered, a causal link between the flex fr product and the migration cannot be established. Surgeon stated on 10 july 2023 that he tweaked his surgical technique before his second case using I-factor putty. Surgeon was happy with results of second case after tweaks; indicating the surgical technique used in this case may have contributed to migration of product. As listed in the IFU (p/n 40002-06-2), migration is listed as a potential adverse effect.

Event description:
The case was a right mica non-union revision and plating + revision akin on monday the (B)(6) 2022. It took place in (B)(6) hospital (B)(6) UK. Surgeon encountered issues in the case and decided to reoperate. Reoperation date unknown. I-factor (what seemed to be) has been extracted. Surgeon decided to use I-factor flex fr for this case. It has been used to fill old screw holes left from the previous surgery. Surgeon mentioned inflammation at one point of insertion. Surgeon believed I-factor seemed to be oozing out the wound. Surgeon has extracted what seemed to be I-factor and closed again, the wound is now fine. On a second level surgeon explained that the patient mentioned discomfort which triggered his attention. Surgeon decided to open again the insertion point and found what seemed to be "ectopic bone growth''. Surgeon extracted the growth elements but couldn't extract everything as some of it was wrapped around a sensory nerve.